Manufacturer narrative:
The customer declined to have their glidescope video monitor (gvm) used during the reported procedure returned to verathon for evaluation. Since the device was not returned to verathon, the cause could not be determined. However, prior communication from the customer reported that they tested the monitor at their facility and found no issues with the connection and brightness. While the subject gvm monitor was not returned to verathon for evaluation, the customer did return two glidescope core monitors, one of which was used during the same reported patient procedure event. A verathon technical service representative evaluated both returned glidescope core monitors but found no issues with either monitor, both passing verathon's device functionality testing and visual inspection. Review of complaint history for the reported serial number "(B)(6)" did not identify any previous complaints reported to verathon. Trending analysis for the glidescope video monitors does not identify any trends exceeding acceptable limits. Review of the system risk assessment confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Manufacturer narrative:
The device return is anticipated, however; at the time of the report the device has not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
A customer reported that during an emergency care procedure, using a glidescope core 15-inch monitor, the connection with the cable and laryngoscope was giving an intermittent image. A backup glidescope video monitor (gvm) was obtained but the image intermittently disappeared and had a very dark display. The procedure was completed using another glidescope system which was made available in an unspecified amount of time. No harm to the patient was reported.